Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: electrical issue. Probable root cause: 1. Power surge on: competitor integration board; main board; imx module (cf); front board; power supply; ac inlet filter. 2. Use error (p10, p14). 3. Pump operated at least-favorable environmental conditions for extended period of time. 4. Flammable cleaning agents used to clean/disinfect pump console. 5. Fluid ingress into console damages components. The reported failure mode will be monitored for future reoccurrence. *note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: eib austin, sm rep, "smell of smoke", po wcb the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1) other equipment being used. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.